Manufacturer narrative:
(B)(4). Analysis of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken indicating that the lead suture broke. The suture has a tool mark from the break. The dart is missing and was not returned. There was no damage to the capio suture capturing device. Therefore, the reported event is not confirmed. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the suture and was retrieved using the physician's gloved hand. The procedure was completed with another uphold vaginal support system. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the suture and was retrieved using the physician's gloved hand. The procedure was completed with another uphold vaginal support system. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.